Event description:
A optometrist reported a female patient experienced a bacterial eye infection, with diffuse, deep, subepithelial infiltrates, with a diffuse, cellular, corneal reaction following the use of complete moistureplus multipurpose solution. The patient presented with sore eyes and pus matting together the eyelashes. The reporter indicated that the event looked like ekc (epidemic keratoconjunctivitis, "which is viral"), but there was no node visible and he stated that he would not expect to have the pus present either. The reporter indicated that the patient denied sleeping in her lenses but said her cornea looked like she had. He prescribed zymar (gatifloxacin), one drop in each eye every 15 minutes for the first 2 hours then one drop in each every 2 hours. The reporter decided to have the product cultured by an outside lab an noted that it was "full of gram negative bacillus", later identified as serratia marcescens and pseudomonas aeruginosa. The complaint sample was obtained by squirting the solution through the tip of the bottle, in a non-aseptic manner. The outside laboratory concluded the bottle had been contaminated by the patient. The optometrist characterized the event as "severe" and that treatment was required to preclude permanent injury. The relationship of the event to the product was given as "probably" (since the solution was "contaminated"). Chemical analysis and batch record review of the retained unit were performed; solution as distributed by manufacturer was within specifications. No additional information is available or expected.

Manufacturer narrative:
Other-diffuse corneal reaction. Explanation for code: other-batch documentation review.